Manufacturer narrative:
An event of material split, cut or torn (delivery sheath tip cut) was reported. The returned device analysis confirmed the reported split dilator tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the amulet delivery sheath had a cut at the top when the sheath was inserted into the groin. The delivery system did contact with the guidewire before the split tip was noticed. Based on the information received, the cause of the reported incident appears to be related to procedural conditions.

Manufacturer narrative:
An event of material split, cut or torn (delivery sheath tip cut) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the amulet delivery sheath had a cut at the top when the sheath was inserted into the groin. The delivery system did contact with the guidewire before the split tip was noticed. Based on the information received, the cause of the reported incident appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2023, a amulet delivery sheath 14f 80cm was selected to implanted a device. It was reported that amulet delivery sheath 14f 80cm had a cut at the top when the sheath was inserted into the groin. The delivery system contact the guidewire before the split tip was noticed. No patient issues was reported.